Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 475 mg/dl at the time of incident. Customer stated the other blood glucose value was 264 mg/dl, 228 mg/dl, 244 mg/dl. Customer was treated with food. The customer¿s blood glucose was 133 mg/dl and the sensor glucose was 264 mg/dl. Insulin delivery was not suspended due to sensor values. Sensor glucose and blood glucose difference was 131 mg/dl. Troubleshooting was performed. The insulin pump will not be returned for analysis.